Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The carrier board and compact flash board were replaced to resolve the reported issue.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that while using the oxygen auxillary common gas outlet, the system alarmed and gave the message that only manual ventilation was available. There was no report of patient injury.